Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a defect on the catheter was noted 9 cm from the tip. The catheter was in the patient and had to be discontinued. Suddenly fluid came out of the insert site. No other information was provided.